Event description:
It was reported that the system was showing error 307. The caller power cycled the system several times, but the issue persisted. The intuitive tech support engineer (tse) reviewed the system logs, which showed a fault against one of the components inside of the vision side cart. The caller stated that the surgical procedure would have to be aborted or converted. There was no additional information provided. Intuitive followed up with the customer and received the following additional information: the reported issue took place as the system was being moved to another room for an in-service training session. There was no surgical procedure in progress. As a result, there was no surgical delay but the training session had to be split between two days.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete.